Event description:
It was reported the pt had his acticon neosphincter replaced on (B)(6) 2013 due to fluid loss. No pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Balloon - catalog #72402105, serial # (B)(4), expiration date 08/05/2009, manufacture date 08/2004. Pump - catalog #72402287, serial # (B)(4), expiration date 07/21/2009, manufacture date 07/2004.